Event description:
It was reported that the right atrial lead exhibited high pacing impedance, and a potential fracture was in the making. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.